Event description:
The pump was returned for investigation. Investigation revealed that the keypad flex connector latch was not properly closed. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. All keypad buttons were found to be responsive during testing. During investigation, the keypad flex connector latch was found to be not properly closed.